Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to d6a: updated implant date to (B)(6) 2009.

Event description:
It was reported that the right ventricular (rv) defibrillation lead of this implantable cardioverter defibrillator (ICD) system exhibited decreasing out-of-range shock impedance measurements. This rv lead remains in service. No adverse patient effects or interventions were reported at this time. Additional information received reported that this rv lead had a low out-of-range shock impedance measurement of 19 ohms, and this was noted as gradual change in measurements. The cause was not identified at this time. This rv lead remains in service with continued monitoring. No adverse patient effects or interventions were reported at this time.

Event description:
It was reported that the right ventricular (rv) defibrillation lead of this implantable cardioverter defibrillator (ICD) system exhibited decreasing out-of-range shock impedance measurements. This rv lead remains in service. No adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the right ventricular (rv) defibrillation lead of this implantable cardioverter defibrillator (ICD) system exhibited decreasing out-of-range shock impedance measurements. This rv lead remains in service. No adverse patient effects or interventions were reported at this time. Additional information received reported that this rv lead had a low out-of-range shock impedance measurement of 19 ohms, and this was noted as gradual change in measurements. The cause was not identified at this time. This rv lead remains in service with continued monitoring. No adverse patient effects or interventions were reported at this time.